Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported when the 5x150mm absolute pro self expanding stent system (sess) was removed from the packaging, the handle was noted to have the 6x150mm size printed on the handle. The sess was not used in the procedure. Another absolute pro sess was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that although the size on the packaging was different than what was printed on the device handle, the absolute pro stent was successfully implanted in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device markings / labeling problem was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified eight other similar incidents from this lot. The investigation determined the reported device markings / labelling problem appears to be a potential product quality issue. Reportedly, although the size on the packaging was different than what was printed on the device handle the absolute pro stent was successfully implanted in the procedure. It should be noted the absolute pro .035 peripheral self-expanding stent system instruction for use states: inspect all product prior to use. Do not use if the package is open or damaged, or if the product is damaged (the size on the packaging was different than what was printed on the device handle). As the deviation of the instruction for use did not contribute to the reported issue, in addition to reportedly the absolute pro stent was successfully implanted in the procedure and there was no adverse patient effect and no clinically significant delay reported in the procedure, a letter to the account to address the deviation will not be required. Correction: h6: health effect - impact code 4656 removed. H6: health effect - impact code 2017 added -failure to follow steps / instructions.